Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instruction for use specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion using right radial access. After post-dilatation with a nc trek rx 3.5 x 12 mm balloon dilatation catheter, the balloon would not completely deflate. The balloon was retracted to the aorta and burst in order to remove it from the anatomy with no harm to the patient. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.